Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 75-year-old male with postcardiotomy cardiogenic shock (pccs), consistent with scai shock stage e prior to support, underwent implantation of an impella 5.5 via right axillary/subclavian surgical arterial access. During support, the device functioned as intended at p-2, providing 1.9 l/min flow with d5w sodium bicarbonate utilized as the purge solution. While on support, the patient was turned and subsequently experienced a non-sustained ventricular tachycardia (vt) episode. Following repositioning, intermittent vt episodes continued to occur. Echocardiographic evaluation was performed and confirmed appropriate pump position; the pump was adjusted slightly, and post-adjustment imaging verified correct placement. Intermittent vt episodes continued without stimulation. The patient was treated with amiodarone and lidocaine infusions for management of vt. The impella 5.5 was explanted and the patient survived. Investigation is limited as no product was returned for evaluation. The vt episodes may be attributed the patient¿s underlying cardiac condition.